Event description:
It was reported that the device was used during a laparoscopic assisted vaginal hysterectomy. It was reported by the rep that the first time the stapler was fired it worked great. The second time it was fired (after reload) only a few staples fired and the third time reloaded, it fired once and would not open/release. The surgeon had to forcefully pry the triggers apart. There was no consequence to the pt.